Event description:
Concussion, head laceration. The product was purchased for the sit stand option for my brother (B)(6) years old by my mother from (B)(6) company in (B)(6). Walker number (B)(4). The walker was removed from box and opened per instructions however when my brother tried to turn walker to face direction he wished to go the top twisted on him causing him to lose his balance and fall to ground. Company offered a (B)(6) gift voucher and asked us to return walker. I did not for fear it would not be reported as a hazardous device. Which I feel hastened my brothers death from the head injury he sustained. Please review product for safety and recall. Thank you. FDA safety report ID # (B)(4).